Event description:
It was reported that while in the cardiovascular lab, the md inserted the sheath into the right groin. The intra aortic balloon would not go through the sheath. As a result, the iab was not used. Per the sales rep there is no more info about this event.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.